Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The customer reported that qc and calibration were passing. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 and other assay results from the cobas 8000 c702 module. Results were provided for creatinine for one patient. The initial result was 3.2 mg/dl, and the repeat result was 0.8 mg/dl. The sample was repeated because the initial result did not align with the patient's clinical data. The repeat result was confirmed.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) found that there was dripping coming from the needle at the cell rinse station, the sample valve and the check valve were replaced. The investigation determined that the service action resolved the issue. No additional events have been reported by the customer.